Event description:
Surgeon attempted to implant a lens. The lens haptic tore prior to insertion into the eye. No pt injury. It was unk what caused the haptic to tear. The injector model that was used was a msi-pm and the cartridge model that was used was a aq cart fp. The facility was unable to provide the injector and cartridge lot numbers.